Manufacturer narrative:
Corrected: g2: from blank to hcp. Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image issue was caused by a faulty cable assembly. However, the definitive root cause of the faulty cable assembly could not be determined. Additional information about the event was requested, but not made available. If additional information is received, an additional supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that the no image was produced and only noise appeared. It was also noted that none of the switches were working. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd 3cmos autoclavable camera head had an e226 scope communication error. There were no reports of patient harm associated with the event.